Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a complicated post-operative course with new onset of atrial fibrillation and corresponding acute kidney injury (aki) and recurrent volume overload. Status-post transesophageal echocardiography and direct current cardioversion (tee/dccv) on (B)(6) 2019, the patient improved clinically with restoration of normal sinus rhythm (nsr).

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events (atrial fibrillation, acute kidney injury) and heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6) could not be conclusively established through this evaluation. A specific cause for the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6). The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists cardiac arrhythmia and renal dysfunction as adverse events that may be associated with the use of the hm3 lvas. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.